Event description:
It was reported that the patient was admitted to the hospital for increased seizures and one episode of status, which was not normal for patient. The patient also experiences a tingly feeling in their neck. Patient's generator could not be interrogated at the time of report. No additional relevant information has been received.